Event description:
Subsequent to the initial medwatch report, additional information received indicated that the physician is trained in use of the proglide device. No additional information is available.

Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the suture broke, and it was believed that manual arterial compression was used to achieve hemostasis. The report indicates that it is possible that blood was administered to the patient, but the reason of the transfusion was not known. It is unknown if the physician in trained in use of the proglide device. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The site has not provided a status of the device at this time. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided and the device was not returned for evaluation. Based on the information reviewed, there is no indication of a product deficiency.